Manufacturer narrative:
Results - fowler, gas spring trip.

Event description:
It was reported by service report that the fowler would not stay raised. No pt involvement or adverse consequences were reported.